Event description:
Customer reported the left monitor is dark. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor, display adapter, camera, and battery charger. System operates as intended.